Event description:
Caller reported an issue with cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, and the caller was guided through the pump reset process. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.